Event description:
It was reported that during a scheduled retrieval of an ivc filter, angiography demonstrated that one of the filter legs had detached and endothelialized in the cava wall. The filter was successfully retrieved, and there were no attempts to retrieve the detached filter leg. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to shipment. This is the only complaint reported to date for this mfg lot number. The filter has been returned for eval and the investigation is currently underway.